Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and case.

Event description:
The father reported via phone call that the customer received a button error alarm. The customer's blood glucose was 189 mg/dl. The father could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.